Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead system exhibited several non-sustained episodes and oversensing that resulted in the patient receiving inappropriate shocks.

Manufacturer narrative:
Cpi received additional info that the ICD appears to be functioning normally and no further problems have been reported.